Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific that an advanix biliary stent was placed during a procedure. The procedure date is unknown. Post-procedure, the 7fr advanix biliary stent migrated and perforated through the patient's duodenal wall. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to june 01, 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a010402 captures the reportable event of stent migration. Block h11: block e1: initial reporter first name, has been updated based on the additional information received on july 24, 2023.

Event description:
It was reported to boston scientific that an advanix biliary stent was placed during a procedure. The procedure date is unknown. Post-procedure, the 7fr advanix biliary stent migrated and perforated through the patient's duodenal wall. No further information has been obtained despite good faith efforts.